Event description:
New information received notes that twiddler syndrome was noted during the lead revision procedure. It was suspected that dislodgement occurred due to twiddler syndrome.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-0208. It was reported that the patient experienced inappropriate shocks while resting on (B)(6)2020. The patient was presented to hospital next day. The right atrial lead was found to be dislodged. The right ventricular (rv) lead was in tricuspid valve sensing both the chambers due to which patient experienced inappropriate shocks. Both the leads were explanted and replaced. No complications were noted during the procedure. The patient did not experience any adverse consequences.